Manufacturer narrative:
Product event summary: analysis confirmed that the ventricular output connector was broken. Additionally, it was found that the upper and lower cases were broken and corroded, the battery release was contaminated, the lead flex cover was broken, the battery contacts were compressed and corroded, and the battery drawer was contaminated and damaged. The main printed circuit board (pcb), battery flex and liquid crystal display (lcd) were corroded. It was also found that the side bail covers, side bails, ring cover and ring bail were missing.

Event description:
It was reported that the top ventricular connection on the external pulse generator (epg) was broken off by the clinician. It was also reported that the epg case had multiple chips and cracks. The epg has been returned for service. There was no patient involvement.